Manufacturer narrative:
This report is being filed under exemption (B)(4) by (B)(4) on behalf of the MFR (B)(4). Please note that while this product is no longer manufactured, previous medwatch reports for this product may have been submitted for the mfg site (B)(4). (B)(4). As of (B)(6) 2010, that number was de-activated due to the site no longer being a MFR. Going forward, complaints related to this product are to be handled by (B)(4) and any medwatch reports will be submitted (B)(4). Since the facility has withdrawn their statement regarding that a pt fell out of the lift, the MFR will close this record without further investigations; however, the info will be kept for trending.

Event description:
Initial info received indicates that chorus being used with a resident who fell out. In recent add'l info received from the facility, they deny the fact that the event ever occurred. They determined the agency (B)(4) did not follow instructions and the resident did not fall out of the chorus.